Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation volume apd set with cassette was leaking from an unspecified location. The leak was described as, ¿noticed leakage of peritoneal dialysis solution through the cassette¿. The leak was observed while priming for peritoneal dialysis (pd) therapy prior to patient connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.